Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the trial patient¿s retention issue was not determined. As an action taken, the trial patient¿s catheter was removed on (B)(6) 2020 and the issue was resolved as they had no further problems. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va216q3, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 19-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens). It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that the patient went into retention the day after the stage 1 procedure. The patient's husband stated that she had not been able to void on her own since the procedure. They contacted the physician's office the following day and was directed to go to the local emergency room in globe, az where an indwelling catheter was placed. The implanted device was turned off for the time being until a cause of the retention was determined. Additional information was received from a consumer. It was reported that there was blood in the patient's pants on the night of the 14th. No further patient complications are anticipated or expected as a result of this event.